Event description:
Event description states: "band/port removal." Follow-up findings: the device was explanted due to patient's ongoing nocturnal reflux.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."